Manufacturer narrative:
(B)(4).

Event description:
A catheter fracture was confirmed. During revision surgery, the hcp (healthcare professional) found a hole in the catheter near the pump, and also found the catheter tip was broken off. The hcp replaced 1.1 cm of the catheter near the pump and 28.6 cm for a new distal tip of the catheter. It was unk by the reporter how much of the original catheter broke off. Additional info has been requested, but was not available as of the date of this report.